Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that the issue was resolved by replacing the front panel interface board. The issue has not occurred again and the machine is operational. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls wer within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A patient user facility reported that during treatment, a hemodialysis unit's front panel keys became unresponsive and treatment was terminated. The hemodialysis unit was unable to return the blood in the bloodlines to the patient, and an estimated blood loss of 300 mls occurred. There was no serious injury or adverse event result, and the patient was able to complete therapy on another unit in the facility. The machine was removed from operation and after an investigation by the facility biomedical technician an interface board was replaced to resolve the issue of the non-responsive front panel.